Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(6) 2014, a medtronic representative went to the site to perform planned maintenance. The lift cylinder/oil component and the mobile view station (mvs) fuse board were replaced. The imaging system was then tested and worked properly. The lift cylinder component was returned to the manufacturer for evaluation and a mechanical failure mode was found. The cylinder was leaking fluid due to mechanical wear and tear. The mvs 230v-10a fuse board was returned to the manufacturer for evaluation, but no fuses and no jumper were installed on the board. Fuses were installed in the power board and then the board was installed in a similar imaging system. The mvs power board functioned as expected and no problem was found. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that drops of oil were leaking from the underside of the imaging systems lift and shift cylinders. Additionally, the mobile view station (mvs) board fuses blew during planned maintenance. No patient was present when this event occurred, so no patient demographics are applicable.